Event description:
It was reported that this device needed to be programmed to MRI mode. However, the device battery was at end-of-life and it could not be programmed. It was determined that device that the end-of-life battery status occurred last october. The device has been implanted less than six years. There were no adverse patient effects.